Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient's symptoms were worse. They had a urinary tract infection (uti) for two weeks at the time of the report and had frequency of five times at night. They were taking antibiotics, prescribed by their doctor, and was finished with their first week of medication. There were no device issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a urine culture was sent on (B)(6) 2017 and was positive for a uti. The patient was treated with an antibiotic. On (B)(6) 2017, another urine culture was sent and was negative for uti. A rep also saw the patient on (B)(6) 2017. The hcp was going to follow-up with the patient at the next treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.